Manufacturer narrative:
Patient identifier did not contain enough spaces for entire ID. The full patient ID is (B)(6). (B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated a nonreactive architect (B)(6) result of 0.81 s/co on ID (B)(4) that repeated reactive of 8.50, 6.92 and 6.87 s/co on the architect i2000sr. No supplemental (B)(6) testing was provided. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The field service engineer (fse) was dispatched to troubleshoot the issue and noted buildup in the wz2 vacuum vessel drain valve. During troubleshooting, the fse performed a variety of troubleshooting but identified the vacuum vessel drain valve as the likely cause. The fse confirmed no further concerns with erratic results after the part was replaced. A review of the architect i2000sr analyzer service history was performed with no additional tickets related to discrepant results were identified. The architect system operations manual provides information for the troubleshooting and maintenance concerning erratic / discrepant results including, but not limited to, the troubleshooting performed by the fse. The architect anti-hbc ii package inserts provide information regarding sample handling, result interpretation, and performance characteristics. A review of similar complaints identified no adverse trends of the vacuum vessel drain valve. A review of the i2000sr tracking and trending data revealed no systemic issues or adverse trends associated with the erratic result issue described in this complaint. Based on the evaluation, the issue was resolved through standard troubleshooting procedures and the architect i2000sr analyzer is performing acceptably.